Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. An echocardiogram was performed and revealed a cardiac perforation. The lead was explanted and replaced to resolve the event. No additional intervention was required to resolve the perforation. The patient was stable and continued to be monitored.

Manufacturer narrative:
The reported events were cardiac perforation and failure to capture. As received, a complete lead was returned in one piece the tines were intact, and no anomalies were noted. A tip stiffness test was performed, and the results were within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.